Event description:
A customer reported receiving a high reading that he believed was incorrect on his freestyle blood glucose monitoring system. The customer reported on the evening of (B)(6) 2011, he received a reading of "300+" mg/dl, and took an unspecified dose of insulin to compensate for the high reading, resulting in a loss of consciousness. The customer further reported that when he lost consciousness paramedics were summoned and he was transported to a health care facility, where he was diagnosed with severe hypoglycemia and admitted to the ICU. No treatment information was provided. There was no report of death or permanent injury associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back fro investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(6) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.